Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The customer also reports that the insulin pump received no delivery alarm. The customer was unable to troubleshoot for high blood glucose and no delivery alarm at the time of call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical products have been provided with this report.